Manufacturer narrative:
Two (2) new list# 20130-01, spinning spiros (lot# 4764633) and one (1) new 30 ml bd syringe were received and visually inspected. As received, no damage or anomalies were identified on any of the returned devices. No used product was returned. The two (2) spiros were functionally tested and both samples met product performance specifications. No disconnections occurred during functional testing. Both samples were leak tested and no leakage was observed. Without the return of used product the reported complaint of a leaking spiros was unable to be replicated or confirmed. The device history review for lot number 4764633 was reviewed and there were no relevant non-conformances found.

Event description:
The event occurred on an unknown date in (B)(6) 2020. The customer reported a spiros that cracked and leaked during administration of a doxorubicin push at the connection of the spiros and syringe. The medication has gotten on the patient. The medication is pushed into a free flowing IV so it is connected into the port on the line and pushed slowly over like 10 minutes. They do pull back periodically to make sure it is flowing well. The chemo spill was cleaned per facility protocol and a spill kit was used. The nurse was wearing personal protective equipment. There is patient involvement, but no harm or delay in therapy reported.

Manufacturer narrative:
H10: one (1) used spinning spiros and one (1) used partially full bd 30ml syringe w/ doxorubicin chemo drug were received on september 3, 2020 for evaluation. The spinning spiros was returned connected to a used partially full bd 30ml syringe w/ doxorubicin chemo drug syringe. There was no evidence of spin feature malfunction during use that would may have resulted in disconnect from the syringe. There was no breakage noted on the spinning spiros assembly or the returned syringe. A probable cause cannot be determined. There was leakage observed at the poppet/o-ring interface on the returned spinning spiros. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.